Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch and sepramesh ip on (B)(6) 2009 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with ventral hernia at ileostomy site thereby underwent laparoscopic repair with the implant of sepramesh ip (device 1). Per op notes, ¿the ileostomy hernia defect as noted at the right lower quadrant. A sepramesh ip (device 1) was placed and secured to anterior aspect of hernia defect using sorbafix tacks.¿ (B)(6) 2011 ¿ patient was diagnosed with recurrent ventral hernia in right lower quadrant thereby underwent open repair with the implant of composix kugel patch (device 2). Per op notes, ¿the ventral hernia sac was reduced. Palpable mesh (device 1) in the deeper aspect of the tissues. A composix kugel mesh (device 2) was placed in a preperitoneal fascial plane and sutured.¿ (B)(6) 2011 ¿ patient was diagnosed with right lower quadrant abscess, thereby underwent open repair with the removal of meshes (device 1, 2). Per op notes, ¿right lower quadrant abscess was drained of all purulence debris. Poorly incorporated previous mesh (device 2) was removed. The second mesh (device 1) was well incorporated was also removed.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated data : a2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), d6.a (date of implant), d6.b (date of explant), g3, g6, h2, h6, h10. This supplemental emdr represents the bard/davol sepramesh ip (device 1). An additional supplemental emdr was submitted to represent the bard/davol kugel patch (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol kugel patch (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch and sepramesh ip on (B)(6) 2009 and/or (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.